Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400-425 mg/dl at the time of the incident. The customer reported that he had an issue with an infusion set. The customer stated he had four infusion sets with bent cannulas but didn't get no delivery warning. The customer stated that he did get a no delivery alarm. The customer will call back to do high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification received. The customer did not get a no delivery alarm, but did experience high blood glucose levels and a bent cannula.